Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hemodialysis was completed 1 week after the placement of the device, and then the extension tube of venous side was clamped and detached from the hemodialyzer. However, the blood was continuously dripping down from the hub of the extension tube of venous side. The physician clamped the extension tube at different point from the point which had been initially clamped, and then the blood no longer dripped out. The physician said that he could not confirm any deformations such as extension of tube, and requested us to clarify the point at which the extension tube was clamped, resulting in the occurrence of leakage. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that blood was leaking through a clamped extension leg was unconfirmed since the problem could not be replicated. One 12fr x 15cm trialysis catheter was returned for investigation. The catheter exhibited evidence of use. Residue was observed on the trifurcation and rotatable suture wing. The catheter was curved. Two kinks were observed in the catheter between the trifurcation and the 2cm depth mark. The printing on the venous extension leg was partially worn. Residue was visible within the extension legs. A functional test revealed that each lumen was patent to infusion and no leaks were observed in the tubing. The venous lumen was pressurized with the extension leg clamp closed over multiple areas of the extension leg. No leaks were observed when the venous lumen was clamped. A microscopic examination of the venous extension leg revealed nothing remarkable. Since the reported event could not be replicated, the complaint was unconfirmed. The cause of the reported event was unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hemodialysis was completed 1 week after the placement of the device, and then the extension tube of venous side was clamped and detached from the hemodialyzer. However, the blood was continuously dripping down from the hub of the extension tube of venous side. The physician clamped the extension tube at different point from the point which had been initially clamped, and then the blood no longer dripped out. The physician said that he could not confirm any deformations such as extension of tube, and requested us to clarify the point at which the extension tube was clamped, resulting in the occurrence of leakage. No patient harm reported.